Event description:
It was reported that the user removed the ilet pump from a pocket and found the device separated into two pieces with the display assembly detached from the main body; the touchscreen still responded, and the user secured the device with tape. Symptoms included no injury and no glycemic symptoms. Outcomes included no medical intervention, no hospitalization, and a replacement device shipped with return of the original unit expected. Investigation included collection of user report and logistics for device return. Investigation of this case revealed a screen bezel or display-module separation consistent with a mechanical housing failure, with no alert or alarm activity reported and no functional interruption beyond the physical detachment. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly or housing interface of the pump.

Manufacturer narrative:
Initial.